Manufacturer narrative:
(B)(4). Investigation summary :it was reported that the device had a breakage of suture post-op issue. Eight pds suture pieces of unknown product were returned for analysis. During the visual inspection of eight suture pieces, body fluids and tissues were noted on the samples received. Also, the ends were cut appear to be by use of surgical instrument and three suture pieces had a knot. Due to the product absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per condition of the sutures piece, the assignable cause of performance breakage suture, was suggests an improper handling of the sample as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. 6/5: correction: concomitant products: vicryl suture unknown. Blake drain unknown.

Manufacturer narrative:
(B)(4). The product (or photo) upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of voluntary medwatch report (B)(4). Additional information was requested and the following was obtained: can you provide the product code of the pds suture used on the fascia? Running #1 pds suture used to close midline incision; skin staples were used to close the incision before sterile dressing was applied. Perineal wound was closed by approximating in multiple layers with interrupted 2-0 vicryl and 3-0 vicryl sutures. What was the condition of the tissue during initial procedure (diseased, weak, healthy)? Patient had ulcerative colitis no comment on condition of remaining colon. Did the surgeon observe any anomaly or deficiency of the pds suture during use? No. How were the knots placed on the pds suture used on the midline incision? Knots were intact from anchoring in the cephalad and caudad aspects of their closure as well as where they were tied together at the midline. It did not appear that any of the suture had pulled through the fascia. What is the surgeon opinion as to the ¿appeared the suture itself had been sheared which led to the dehiscence¿? Suture itself appeared to be sheared, which led to the dehiscence of the fascia. No opinion as to what caused the shear. Was a culture taken of the wound drainage? What were the results? Drainage was expected, no culture taken. What is the surgeon¿s opinion as to the contributing factor to the patient symptoms? Suture itself appeared to be sheared, which led to the dehiscence of the fascia. No opinion as to what caused the shear. What is the patient current condition? Patient discharged home with ostomy in place, pain well controlled. No new complaints. Status of device for return and evaluation. Device returned to vendor 5/10/2019. Additional information was provided: initial surgery: an alexis wound protector was put in place, rectal dissection began on left proximal lateral stalk. Ligasure was used to the level of the waiters. Right lateral communicate the planes of dissection the mesentery was dissected down to about 2 cm from the anal verge. (Patient's pelvis was narrow making it difficult to maneuver in the pelvis). A 15f blake drain placed down to pelvis after the left lateral abdominal wall. Midline incision was closed with running #1 pds suture. Subcutaneous tissues were irrigated and cauterized. Skin staples used to close the incision. Sterile dressing applied. Perineum scored circumferentially around the anus and began dissection to communicate this back into the abdomen. When procedure completed, the perineal wound was closed by approximating in multiple layers with interrupted vicryl sutures. Sterile dressing applied and patient transferred to pacu in stable condition. (B)(4).

Event description:
It was reported that the patient underwent an abdominal perineal resection/ proctectomy on (B)(6) 2019 and suture was used. Overnight, the patient experienced serosanguinous drainage and the dressing was changed. An additional dressing was changed, and a loop of small bowel was visible between the staples in the mid-portion of the wound. Patient was returned to surgery for closure of the abdominal wall. Staples were removed and the fascial dehiscence in the lower aspect of the midline incision was identified. All knots were intact from anchoring the cephalad and caudad aspects. It was reported that it appeared that the suture had been sheared which led to the dehiscence. The suture was removed, abdomen irrigated, and no bleeding noted. The fascia was re-approximated with running like suture. The area was irrigated and cauterized. Skin staples were used to close the incision. No further problems noted. Additional information was requested.